Event description:
The device was used during an unspecified procedure. Reportedly, the clips did not load properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.